Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine clinic visit the patient became lightheaded, vomited, and experienced loss of consciousness. The patient's mean arterial blood pressure was 70mmhg, and intravenous fluids were administered. The patient was transferred to the emergency room with a hemoglobin 6g/dl and an inr of 4.1. It was reported that the patient had heme positive stool and also had recent episodes of epistaxis. Lisinopril and carvedilol held during hospital stay. Carvedilol was resumed at discharge. The site of bleeding was reported as unknown. The patient was transfused a total of four units of packed red blood cells over a 24 hour period. Anticoagulants at the time of the event were aspirin, warfarin, and persantine. The event was reported as resolved on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.